Event description:
It was reported that during a da vinci s prostectomy procedure the coating from the maryland bipolar forceps instrument was failing. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was retuned and evaluated. Per the customer reported complaint, engineering confirmed the distal end of the main tube has material removed due to combination of scratches and scraping on one side of the tube. There are various deep scratches concentrated in a 1.8 inch long section, which is .5 inches above the proximal clevis. The scratches are not aligned with the tube axis, which engineering believes were caused by instrument collisions. Above the scratch marks, the tube exhibits a 2.25 inch long wide wear pattern consistent with cannula related tube abrasion. The damaged section is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. The damage may have been caused by a defective cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended. Engineering also observed the yaw pulleys have charring at the grip base with one yaw pulley missing a section to expose the cable crimp and the bare wire at the yaw pulley exit. The cable crimp is not completely retained within yaw pulley and there fore grasping function is not precise. It is unclear how yaw pulley section broke.